Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided information for a complete pump reset and guided the customer through the reset process. After the reset, the pump no longer displayed the error code.